Event description:
It was reported that the patient experienced pain, a lack of therapeutic effect and shocking/jolting in the rectum area during electrode impedance measurement. It is unknown if the shocking/jolting was attributed to the device. It was noted that the patient did not experience a serious injury.

Manufacturer narrative:
(B) (4).